Manufacturer narrative:
The intraocular lens was received cut in pieces across the optic precluding analysis. The device met all manufacturing specifications prior to release. Surgeon stated the event is not related to the iol but instead was patient related.

Event description:
It was initially reported the intraocular lens (iol) was explanted without complication due to the patient's unexpected post-op refraction. Surgeon requested the lens be measured for diopter. In later follow-up with the surgeon it was stated they would no longer need to know the exact iol power since the issues were determined to be patient related; patient has corneal issues and the initial report of unexpected post -op refraction is not related to the iol. The customer stated they are not willing to give any additional information or the lens serial number.